Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. No information available. The implant or explant dates are not applicable to this device. Not applicable for this device. No information available. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during a planned therapeutic peripheral procedure, the manufactures device could not be removed from another manufactures wire device during pullback, both wire and catheter were removed together, all pieces intact. The manufactures device was re-introduced with a new wire. No patient injury. The device was returned to the manufacture with no wire stuck to/in it. The returned device was visually and microscopically inspected and damage was observed. The scanner body was slightly bent; no sharp or rough edge were observed. The rx exit port was torn and stretched; a small portion of rx exit port material was missing from the device. It could not be conclusively determined when and how the rx exit port was damaged. This product problem is being submitted because the returned device was missing material. There is a potential for harm if the malfunction were to recur.